Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, 05/01/2025, was chosen as the best estimate based on the date that the complainant indicated the month of implant. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular. Patient code e2330 is being used to capture the reportable event of pain. Block h11: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that a patient who underwent spaceoar vue placement in (B)(6) 2025, has recently presented with severe, excruciating pain localized to the pelvic and rectal regions. Magnetic resonance imaging (MRI) revealed the presence of hydrogel material within the prostate and surrounding tissues. The patient has already completed their prescribed course of radiation therapy.